Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 455 mg/dl at the time of incident. Customer stated that the she will call her doctor. It also reported that there was no damaged insulin pump¿s retainer ring. It was unknown if the insulin pump was on auto mode at the time of the incident. The insulin pump will not be returned for analysis.